Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: for the second firing for colectomy functional end to end anastomosis, the surgeon tried to fire the device, however could not. Replaced by a new cartridge and connected to same handle, the firing was completed with no problem. The status of the patient is alive with no problem.